Manufacturer narrative:
G4: 03sep2020. B4: 28sep2020. The field service engineer (fse) replaced the central processing unit (cpu) board to resolve the issue. The unit was tested and passed. Following the repair, the device was returned to the customer to be placed back into service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 18nov2020, b4: 23nov2020 . The central processing unit (cpu) board was returned to manufacturer to failure investigation (fi) for analysis. The cold solders on 330 ohms 5% resistor leads in the ls1 buzzer generated the 1104 diagnostic code. Based on information provided and/or service performed it could be confirmed unit did not meet product specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 29jul2020. B4: 18aug2020. The field service engineer (fse) reported "backup alarm failed" diagnostic error. The (fse) advised replacement the central processing unit (cpu) boards. Part is on backorder pending repair. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06aug2020.

Event description:
The customer reported, "backup alarm failed." The device was in clinical use; however, there was no patient harm reported.